Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000 mcg at 461mcg prior to safe state mode currently minimum rate. It was reported that on (B)(6) 2016 the patients pump went into safe state. The logs also showed reset occurred / low battery. In may the pump had an eri of 23 month and as of today it is had dropped to an eri of 3 months. The patient's dose was dropped to minimum rate from a dose of 461mcg a day as of (B)(6) 2016. The patient heard alarm a few weeks ago but thought it was their motorized wheelchair. No symptoms of withdrawal reported. There were no environmental, external or patient factors that may have let or contributed to the issue. The patient was left on minimum rate and was prescribed oral baclofen. Surgical intervention was planned and scheduled for (B)(6) 2016. The pump was explanted. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.